Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with skin erosion at implanted device pocket site. The physician explanted the system ¿ pacemaker, right ventricular lead and atrial lead. The system was replaced with pacemaker, right ventricular lead and atrial lead on (B)(6) 2022. The patient was in stable condition.